Event description:
It was reported that the power level of the battery sn (B)(4) was too low. No adverse event reported.

Manufacturer narrative:
Zoll med corporation has rec'd the device associated with this report. However, the device is still under investigation. A supplemental report will be submitted when the device is completed.